Manufacturer narrative:
Review of imagery provided by the site confirmed the tortuosity of the aorta and revealed slight flex tip diving into the valve. The delivery system was returned to edwards lifesciences for evaluation with a guidewire fully inserted though the guidewire lumen. The returned device was visually inspected and the flex shaft torsion was observed approximately 6.5¿ from distal flex tip. There were flex shaft kinks/buckling at 0.75¿ and 1.5¿ from distal flex tip, along with slight gouges observed on flex tip face. No other abnormalities were observed on the delivery system. The returned device was examined under x-ray in order to internally view the balloon shaft for any kinks, which revealed that there were no kinks on the balloon shaft at the observed flex shaft kinks and torsion. The returned device was functionally tested without a sample valve and was able to be placed from default to valve alignment position without difficulty. The flex shaft was able to be retracted to the middle triple marker band without resistance. No abnormalities were observed. Additional functional testing related to the complaint event (flex shaft retraction/balloon pushout force with sample valve) was not performed due to the condition of the returned device (flex shaft kinks and torsion). The flex shaft outer diameter (od) was measured proximal and distal to the observed kinks and torsion and met specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any issues that could have contributed to the complaint event. A lot history review did not reveal similar complaints for balloon shaft resistance with flex shaft. Review of complaint history from july 2015 to june 2016 revealed a similar returned complaint for the commander delivery system v2.1 (model 9610tf, 9600lds) for delivery system- balloon shaft resistance with flex shaft. A review of the complaint history revealed that the occurrence rates for balloon shaft resistance with flex shaft for the commander delivery system do not exceed the june 2016 control limits for the trend category, ¿balloon shaft resistance with flex shaft¿. The related, training manual, and sop were reviewed for adequate instructions and guidance related to the reported event. Since flex tip diving was observed in imagery and evidenced as gouges on the flex tip, the device prep and valve alignment procedures were also reviewed. No IFU/training deficiencies were identified. During flex shaft bonding, the flex shaft is 100% visually inspected by manufacturing at the component level. It is accepted if the flex shaft is smooth with no mechanical damage or sharp/rough edges, if any visible metal is covered by pebax, if any exposed metal is present on neck down section, and/or if any exposed or visible braid on braided section is observed. It is rejected if there is exposed metal on stent section. During manufacturing, the fully assembled device is 100% visually inspected by both manufacturing and quality, including functional inspection for collet/shaft clearance and collet engagement, and visual inspection of entire device for device damage (e.g. Kinks, cuts). The flex shaft is inspected for kinks, bends, cracks, or deep scratches in the stent area that expose the braid. The flex shaft is also inspected for flash or exposed metal on stent section, and/or sharp edges on the braided section. Furthermore, the manufacturing lot underwent product verification testing under a sampling plan. During product verification testing, balloon advancement/pushout force (force required to move the catheter from valve alignment to default position), was tested and the lot met statistical acceptance criteria, as the utl (upper tolerance limit) was below the specification limit. Inspections during the manufacturing process and product verification testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. The complaint for balloon shaft resistance with flex shaft was unable to be confirmed due to the condition of the device (kinks, torsion present preventing accurate functional testing/force testing for confirmation). Dimensional analysis of the delivery system supports that the device was manufactured to specification, and no investigative activities indicate that a manufacturing issue contributed to the complaint. During review of complaints and training/IFU information, patient and/or procedural factors were identified that could have potentially contributed to the reported event. Patient anatomy (calcification/ tortuosity of the vasculature) can impact the position of the device, potentially causing additional force needed for flex shaft retraction. Non-coaxiality of the valve with the flex tip during valve alignment can allow for the flex tip to ¿dive¿ under the proximal end of the valve, making it difficult to retract the flex shaft prior to valve deployment. A definite root cause was unable to be determined at this time. Since no manufacturing non-conformances were able to be identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. In addition, no product non-conformance was confirmed and this failure mode does not exceed the complaint trending control limits, therefore a pra is not required. The complaint for balloon shaft resistance with flex shaft was unable to be confirmed. No manufacturing non-conformities were found in the returned sample and no labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate does not exceed the june 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), after advancing the valve and delivery system into the aorta, the delivery system could not be pulled back to release the balloon for deployment. The system was pulled back into the descending aorta and the valve was deployed. A lot of force was needed to pull back the commander to deploy the valve in the descending aorta. A second valve was not implanted. At the time of the report the patient was stable. It was not clear if the issue was due to the commander delivery system or the patient's anatomy. The patient had tortuous vessels.